Event description:
It was reported that device entrapment occurred. A rotapro 2.00mm and rotawire were selected for treatment. After ablation the devices were attempted to be removed but were stuck. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Correction: e1 initial reporter facility name update - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis did not confirm the reported event, as there was no resistance encountered during insertion or removal of the returned rotawire from the returned rotapro device.

Event description:
It was reported that device entrapment occurred. A rotapro 2.00mm and rotawire were selected for treatment. After ablation the devices were attempted to be removed but were stuck. The procedure was completed and no patient complications were reported.